Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: product analysis: the device was returned and evaluated by product analysis on 08/24/2017 with the following findings: the complaint could not be duplicated with investigation. The keypad buttons were found to be functioning per specification. The keypad cover was not damaged. No defect was found to the keypad button contacts or keypad circuit. Two battery compartment cracks were observed. The battery cap threads were damaged. The cap could not secure properly to the pump. A test cap was able to secure properly to the pump.